Event description:
Caller's spouse rec'd a finger reading of 133 mg/dl with the freestyle. They exhibited symptoms of low blood sugar with non-responsiveness, sweating, and inability to communicate. Paramedics were called and when they tested customer, they rec'd a reading of 18 mg/dl. Customer was treated with IV and a tube of glucose. They were transported to the hospital and kept for three hours with continued IV treatment and food intake to bring up glucose levels.